Event description:
There were two changes of the reservoir and after that it was decided to replace the band. The patient did not notice satiety. It was determined that there were leakage in the band and not in the reservoir.

Event description:
It was reported that post implant a (B)(4) adjustable gastric band, surgical replacement of the reservoir had to be performed twice, and subsequently a new band was placed as the reservoir change was alleged to be completely inefficient. There were no adverse patient consequences reported. Four attempts have been made to obtain additional information. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).